Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 24 mg/dl. The customer also stated that, the insulin pump alarmed motor error three times. The blood glucose was 24 mmol/l at the time of the incident. The drive support cap was normal. The device is not expected to be returned for analysis.